Event description:
It was reported that the pump indicated a data log corruption. A pump log review was performed and alleged issue was confirmed. Customer¿s blood glucose level was not impacted at the time of event. Reportedly, the customer continued to use the pump for insulin therapy at the time of event.